Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on an unknown date. Repeat testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Similar product to 190-000.